Event description:
It was reported that a patient underwent a hysterectomy and an absorbable adhesion barrier was used. During the procedure, a fibrin sealant was sprayed for homeostasis. Homeostasis was achieved and the field was determined to be dry. The absorbable adhesion barrier was then applied. Six weeks post op, the patient returned to the physician, complaining of abdominal pain and underwent a procedure for a cyst. Upon evaluation, it was noted that the bowel had adhered to pelvic side wall. Additional information has been requested.

Manufacturer narrative:
(B)(4). Adhesions occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.